Event description:
It was reported that the shaft of the device was broken off at the user facility. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the shaft of the device was broken off at the user facility. No patient involvement or procedural delays were reported with this event.